Event description:
Additional information was provided by the reporter. On october 11, 2021, all channels on the scope tested positive for three-hundred and fifty (350) colony forming units (cfus) of klebsiella pneumoniae and pseudomonas aeruginosa. On october 18, 2021, the suction channel tested positive for nine (9) cfus of stenotrophomonas maltophilia and pseudomonas aeruginosa. The air/water channel tested for less than one (1) cfu and the operating channel on the scope tested positive for nine (9) cfus of stenotrophomonas maltophilia, pseudomonas aeruginosa, and micrococcus luteus. The scope was not used on a patient in between cultures.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the device evaluation. See updated sections b3, b5, d8, d9, h3, and h4. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the light guide tube was wrinkled. Additionally, there was less angulation due to stretched angle wires.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
It was reported by the customer, contamination was detected on the evis exera ii gastrointestinal videoscope. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of microorganisms was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. Pre-cleaning was performed with aniosyme x3 pre-disinfectant. Bedside pre-cleaning was performed with an olympus bw 412t single-use brush. Manual treatment was performed with aniosyme x3 and anios anioxyde 1000 disinfectant. The biopsy valve, air valve, and suction valve were manually disinfected and sterilized. The scope was then treated with a semi-automatic bench. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.